Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that a magnetic resonance imaging (MRI) procedure was intended to be performed, however, due to the on going out of range impedance measurements, it was postponed. No adverse patient effects were reported. This lead remains in service. Additional information was received that the patient with this pacemaker stated that they believe the battery is depleting faster than expected. No adverse patient effects were reported. This device remains in service.